Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04046. It was reported that the patient would have bowel movements accidentally when stimulation was on. Additionally, the patient reported that her heart would race with stimulation on. The physician believes the patient symptoms are unrelated to the scs devices. However, the scs system was explanted on (B)(6) 2019 per patient¿s request.